Event description:
A malfunction was reported with the customer¿s pump, displaying a high blood glucose level, although the specific value was not provided. The customer administered a correction bolus via the pump to manage the high blood glucose, and there was no assistance from a third party required. Technical support provided information on how to reset the pump, assisted the customer with the reset, and confirmed that the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue recurred.